Event description:
The customer reported two (2) false positive results with the ID now covid-19 2.0 test kit performed on unknown dates. This MFR. Report is two (2) of two (2). The customer reported a false positive result with the ID now covid-19 2.0 test kit performed on unknown date with unknown sample type. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 2.0 test kit performed on unknown dates. This MFR. Report is two (2) of two (2). The customer reported a false positive result with the ID now covid-19 2.0 test kit performed on unknown date with unknown sample type. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against unconfirmed false positives are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.